Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that in three of his infusion sets, the tubing came apart and the sets fell off. Reportedly, his blood glucose level was 96 mg/dl and weight was 180 lbs. No further information available.